Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon fired one clip on a vessel, upon squeezing the firing handle to deploy a second clip; he found the handle could not be closed. The jaws were in the open position, so he had to remove the 5mm port in order to remove the clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received inserted through a cb5lt trocar; upon visual inspection it was noted that one jaw leg from the el5ml instrument was disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips and prevented the trocar to be removed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw leg was readjusted and then the trocar could be removed. In the next actuations, three scissored clips were fed and formed and the instrument locked out as intended; during the analysis, the jaws were noted to be misaligned, condition that led to the clip malformation. Possible causes for the condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.